Event description:
It was reported that the clinician called and stated that there was a "10 second delay" when adjusting the rate or output on the external pulse generator (epg) while being used on a patient. Technical services (ts) recommended that the caller have the biomedical engineer test the epg, but the caller indicated that the epg could not be removed as the patient is pacemaker dependent. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).